Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a hypoglycemic event that required ems response and hospital care; support reviewed engineering logs showing repeated signal losses from a connected dexcom g7 and pump interactions consistent with attempted cartridge change, with the patient later reporting intake of oral glucose and subsequent recovery with the ilet discontinued. Symptoms included hypoglycemia and hot flashes/flushes. Outcomes included unexpected medical intervention where medication was required. Investigation included communication with the customer and analysis of information provided by user/third party. Investigation of this case revealed no findings available, with insufficient information to characterize a specific medical device problem or device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.